Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleeding - skin [skin haemorrhage], stabbed, penetrated the skin approximately 10 mm below eye- face [face injury], bruising below eye- face [contusion], replaceable toothbrush head detached from the body and subsequently I stabbed myself with the rather sharp metal end on the body [injury associated with device], replaceable toothbrush head detached from the body [device breakage]. Case description: report source: spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing with an oral-b advanced power toothbrush, version unknown that morning, the oral-b brushhead, version unknown detached from the body, and he stabbed himself with the rather sharp metal end on the body. The consumer described that it made contact and penetrated the skin approximately 10mm below the eye, causing bleeding and some bruising. The case outcome was unknown. Relevant history: none reported. No further information was provided.